Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 170 dialyzer. Incident occurred approximately two hours into treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Hcp stated that blood was able to be returned to the pt, with minimal blood loss noted. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.